Event description:
It was reported that the patient's insulin pump was experiencing a rapid battery drain, requiring daily charging, and had previously died unexpectedly, leading the patient to use multiple daily injections. The pump also had connectivity issues with the continuous glucose monitor, affecting insulin delivery and glucose management. There was no adverse impact to the customer¿s blood glucose level reported. The customer declined further troubleshooting and was in the process of obtaining a new device, as the current one was out of warranty.